Event description:
This patient with a history of severe coronary artery disease (8 prior interventions) was admitted for stable angina. Angiography revealed a 70%, in-stent restenosis of a previously implanted unknown des in the mid rca. The lesion was not predilated. A 3.5 x 18mm cypher stent was deployed to 24 atms without complication. Approximately 10 months later the patient presented with angina. Angiography revealed a lesion in the distal rca (tv/ntl). This was treated with ptca. It is not known if this lesion was >5mm from the cypher stent.

Manufacturer narrative:
Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
Addendum: additional information in the cec adjudication minutes was received regarding (B)(6) 2011 procedure. Previously it was reported that the study stent had a 20% isr in the mrca. As per minutes, there was 55% focal body isr with no thrombus in the mrca. However cath report indicated to have no complications/restenosis of a study stent in the mrca. Since minutes indicated that the study stent had a 55% isr in the mrca, the event of coronary artery restenosis cannot be dissociated from the study stent. (B)(4). Complaint conclusion: the complaint received states that post stent implantation this patient has experienced multiple events of coronary restenosis. This patient with a history of severe coronary artery disease (8 prior interventions) was admitted for stable angina and enrolled in the (B)(4) study. Angiography revealed a 70%, in-stent restenosis of a previously implanted promus stent in the mid rca. The lesion was not predilated. A 3.5 x 18 mm cypher stent was deployed to 24 atms without complication. Approximately 10 months later the patient presented with angina. Angiography revealed a lesion in the distal rca (tv/ntl). This was treated with ptca. The lesion in the distal rca was greater than 5 mm from the previously implanted cypher stent in the mid rca. It was reported that there were multiple stents previously implanted in the rca. On (B)(6) 2003, angiography revealed 95% stenosis in the distal rca. The indication for the procedure was angina. The lesion was de novo and not calcified. A 2.5 x 28 mm and a 3.5 x 18 mm cypher (lot and catalog numbers unknown) were implanted at 16 atm by direct stenting in overlapping fashion. There was less than 10% residual stenosis. On (B)(6) 2005, there was 99% stenosis in the mid and distal rca and within the 2.5 x 28 mm cypher. The indication for the procedure was unstable angina. The lesion was treated with balloon angioplasty. On (B)(6) 2007, there was 90% instent restenosis of the 2.5 x 28 mm cypher stent that was treated with a 3.5 x 8 mm cypher overlapping the previous stent. The indication for the procedure was recurrent angina. On (B)(6) 2007, there was stenosis within the previous 2.5 x 28 mm cypher that was treated with a taxus 3.0 x 12 mm stent. The indication for the procedure was recurrent angina. On (B)(6) 2008 a lesion in the proximal to mid rca that was treated with a 3.5 x 23 mm promus stent. There was also 75% stenosis within the 2.5 x 28 mm cypher that was treated with a 3.0 x 23 mm and a 3.5 x 28 mm promus stent. The indication for the procedure was recurrent angina. The promus and taxus stents completely covered the cypher stents at that point. On (B)(6) 2009, it was reported that there was 95% restenosis in the distal rca with one of the stents were "undersized" with "possible malapposition of a stent". It was confirmed that the cypher stents were covered by non-cordis stents. On (B)(6) 2010, during the index procedure for the cypress study, a 3.5 x 18 mm cypher was implanted in the mid rca due to instent restenosis of the previously implanted 3.5 x 18 mm stent. On (B)(6) 2010 there was distal rca instent restenosis that was treated with cutting balloon angioplasty. The stenosis was within 5 mm of the study stent. The indication for the procedure was recurrent angina. On (B)(6) 2011, the patient had 80% stenosis in the distal rca that was not within 5 mm of the study stent, but the study stent had 20% stenosis. Upon review of cath report from (B)(6) 2011 procedure, it appears that there was no focal lesion diagnosed in the mrca. There was only 80% plaque in the drca region. There have been multiple non-cypher stents implanted in the drca lesion. It was determined that previously deployed cypher stents prior to the index procedure in the drca were completely covered by non-cypher stents. At the time of index procedure, a cypher stent was deployed in the mrca lesion. As per cath report, there have been no complications associated with study stent. However, minutes indicated that according to the angiographic cath report, the patient had a target lesion revascularization with a balloon angioplasty due to 55% isr in the mrca and 80% plaque burden in the drca. Since there was 55% isr diagnosed in a study stent, the event of coronary artery restenosis cannot be dissociated. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 15075561 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. In-stent restenosis is a well-known potential complication for this type of procedure and is listed in the IFU. In the literature, in-stent stenosis rates range from 11% to 39% from 6 to 12 months after stent placement. Rates were higher in older patients with more severe atherosclerosis and depended on the type of stenosis treated. In-stent stenosis was more prevalent in ostial stent placement procedures. Stenoses in stents are usually treated with intrastent pta or placement of a second stent. Progression of atherosclerotic disease is known to cause instent restenosis and does not indicate a device failure. Intra-arterial stent placement is a treatment of the disease process and it not a preventive or cure for the progression of symptoms of atherosclerotic artery disease. There are patient and lesion characteristics that may have contributed to the reported event. There is no indication of any device performance issues related to the event. Therefore, no corrective actions will be taken at this time.

Manufacturer narrative:
Information received via the cec adjudication process indicated that one day post implantation of a cypher stent there was a myocardial infarction per arc (peri procedural pci) definition with report of elevated troponin 1. The patient also experienced restenosis approximately ten months after implant of the stent. The post procedure course was uncomplicated and the patient was discharged the following day on dual antiplatelet therapy. Additional narrative information reports that the patient had a history of CABG approximately nine years post index procedure along with a history of eight prior revascularizations, the most recent was two months prior to index procedure, and that the target vessel was previously revascularized six times. Additionally, history included lvef 30-39%, hypertension and dyslipidemia. At index procedure, the (B)(6) male presented with ccs class ii angina and a 70%, in-stent restenosis of a previously implanted promus stent in the mid rca. The lesion was not predilated. A 3.5 x 18mm cypher stent was deployed to 24 atms without complication. The adjudication minutes reported a 10% final residual in-lesion stenosis with no dissection and timi flow. Pre-procedure ck ration was 1.09, ckmb, and troponin I ratio were <1. Twelve-24 hour ck and ckmb ratio were <1 and the troponin I ratio was 3.1. ECG core lab reported no new major st-t abnormalities and no q waves. Approximately ten months later, the patient presented with angina, angiography was performed and revealed restenosis of the study stent, the event was treated with angioplasty. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. The act of angioplasty inherently produces a localized vessel injury, including plaque compression and splitting, potentially leading to release of atheromatous material (lesion contents) into the downstream flow and potentially slowing or completely occluding the blood flow. This action (inherent risk of the procedure) combined with the patient's complex medical status, vessel characteristics and procedural factors may have contributed to the elevated enzymes and adjudicated myocardial infarction reported post procedure. In-stent restenosis is a well-known potential complication for this type of procedure and is listed in the IFU. In the literature, in-stent stenosis rates range from 11% to 39% from 6 to 12 months after stent placement. Rates were higher in older patients with more severe atherosclerosis and depended on the type of stenosis treated. In-stent stenosis was more prevalent in ostial stent placement procedures. Stenoses in stents are usually treated with intrastent pta or placement of a second stent. Progression of atherosclerotic disease is known to cause in-stent restenosis and does not indicate a device failure. Intra-arterial stent placement is a treatment of the disease process and it not a preventive or cure for the progression of symptoms of atherosclerotic artery disease. There are patient and lesion characteristics that may have contributed to the reported event. There is no indication of any device performance issues related to the event. Therefore, no corrective actions will be taken at this time.

Manufacturer narrative:
Information received via the cec adjudication process indicated that (B)(6) post implantation of a cypher stent there was a myocardial infarction per arc (peri procedural pci) definition with report of elevated troponin 1. The post procedure course was uncomplicated and the patient was discharged the following day on dual antiplatelet therapy. Additional narrative information reports that the patient had a history of CABG approximately nine years post index procedure along with a history of eight prior revascularizations, the most recent was (B)(6) months prior to index procedure, and that the target vessel was previously revascularized six times. Additionally history included lvef 30-39%, hypertension and dyslipidemia. At index procedure, the (B)(6) male presented with ccs class ii angina and a 70%, in-stent restenosis of a previously implanted promus stent in the mid rca. The lesion was not predilated. A 3.5 x 18 mm cypher stent was deployed to 24 atms without complication. The adjudication minutes reported a 10% final residual in-lesion stenosis with no dissection and timi flow. Pre-procedure ck ration was 1.09, ckmb, and troponin I ratio were <1. 12-24 hour ck and ckmb ratio were <1 and the troponin I ratio was 3.1. ECG core lab reported no new major st-t abnormalities and no q waves. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. The act of angioplasty inherently produces a localized vessel injury, including plaque compression and splitting, potentially leading to release of atheromatous material (lesion contents) into the downstream flow and potentially slowing or completely occluding the blood flow. This action (inherent risk of the procedure) combined with the patient's complex medical status, vessel characteristics and procedural factors may have contributed to the elevated enzymes and adjudicated myocardial infarction reported post procedure. There is no indication of any device performance issues related to the event. Therefore, no corrective actions will be taken at this time.

Manufacturer narrative:
The cec minutes of (B)(4) 2011, were reviewed. The adjudication is reporting a device related target lesion revascularization on (B)(6) 2010. Physician indicated that there was involvement of the distal end of the mid rca target lesion and he deemed the relationship to the stent as "probable." Additional information will be submitted within thirty days upon receipt.

Manufacturer narrative:
Additional information received from the study site indicated that the lesion found in the distal rca was greater than 5 mm from the previously implanted cypher stent in the mid rca. The event had been reported as a restenosis. Since the new lesion was over 5 mm from the cypher stent, the event is no longer considered reportable as it is coronary artery stenosis and treatment of a new lesion.

Manufacturer narrative:
The cec minutes of (B)(6) 2011, received (B)(4) 2011, were reviewed. The adjudication indicates disagreement with mi (protocol definition), stent thrombosis (protocol definition), and stent thrombosis (arc definition) for the event date (B)(6) 2010, which does not change the status of the file. The cec adjudication; however, agrees with arc (peri procedure pci) definition of myocardial infarction with an event date of (B)(6) 2010 and reports post procedure troponin 1 ratio of 3.1. The product remains implanted in the patient and is not available for analysis. Additional information will be submitted within thirty days upon receipt.